Event description:
During a routine check, the company representative observed that the iabp battery in slot 1's led charge indicator on the battery did not work. No patient was involved.

Manufacturer narrative:
The company representative replaced the battery pack li-ion. In an unrelated maintenance he also performed the tech bulletin 786. The iabp was tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).